Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k3e 5.4mg plus blood collection tube experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: not enough blood in edta tube. The red cross fills a blood bag and uses this bag to fill the blood collection tubes. The edta tube did not fill until the fill line.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed, however the photos did not identify a specific product issue. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® k3e 5.4mg plus blood collection tube experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: not enough blood in edta tube the red cross fills a blood bag and uses this bag to fill the blood collection tubes. The edta tube did not fill until the fill line.